Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket completely extended out of the catheter lumen. The catheter lumen contained brownish fluid. One of the wires on the basket had broken loose from the proximal end of the basket but still attached at the distal end of the basket. A meeting with production leadership was held and the proximal tip of the wire was examined under magnification. It was determined that the wire had not been damaged by the buff process and a sufficient amount of solder was used in the cannula the wire detached from. The basket extended and retracted freely with no sign of resistance, though the wire that detached remained outside of the lumen. No part of the device was missing. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook memory ii double lumen extraction basket for removal of bile duct stone(s). The basket was inserted into the endoscope and advanced to the common bile duct. After extracting some small bile duct stones, the user cleaned the basket to remove adhered substance on the basket. Then the user used the basket and extracted bile duct stones twice. He attempted to clean the basket again but he found that one basket wire separated from the joint of the basket wire. Therefore the user used a competitors device instead and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.